Manufacturer narrative:
D6a and d6b: added implant and explant dates. D9: added device return information. Investigation summary: the device was returned for evaluation. No issues were found on console (B)(4). The reported symptom ¿ ¿left ventricle signal/display on the automated impella controller (aic) was not displaying at p2¿ ¿ was consistent with the design requirement that lv signals are displayed only when the p-level is above p3.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient with sepsis in cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. While on support it was reported that the left ventricle signal/display on the automated impella controller (aic) was not displaying at p2. No other information was provided. This report is for the aic and there will be an additional report sent for the impella 5.5 (serial number 581846).